Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The hospital's social worker reported via phone call, the customer was hospitalized for high blood glucose over 500 mg/dl and diabetic ketoacidosis on (B)(6) 2017 customer current blood glucose was 247 mg/dl. The hospital's social worker was unable to provide all details regarding the customer. It is unknown if the customer was wearing the device at the time of the hospitalization. The social worker just wanted to order supplies for the customer. Troubleshooting was not possible as customer did not have any supplies. The device is not returning for analysis.